Event description:
Operative report states bilateral capsular contracture and bilateral breast ptosis with the implants riding high and the nipples below the inframmary fold and below the breasts themselves. Operative report also states that both implants were found to be ruptured/leaking upon removal. The surgical pathology report states both implants had hyalinized capsular tissue with dystrophic calcification.